Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed upon advancing the enroute guidewire. An unplanned additional stent was placed to cover the dissection.